Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 56-year-old man presented with a chief complaint of non¿st-segment elevation myocardial infarction and chest pain. He was taken to the cardiac catheterization laboratory, where multivessel coronary artery disease was identified. An impella device was placed and subsequently upgraded to an impella 5.5 device on november 28, 2025. The impella 5.5 device remained in place until explant on (B)(6) 2025. On december 5, 2025, the patient was noted to have developed a hematoma at the impella cp access site with evidence of a pseudoaneurysm. The patient required vascular surgical repair. No additional device-related issues were reported.

Manufacturer narrative:
Corrected information has been provided in d4 and h6.

Manufacturer narrative:
D1. Brand name updated. D2a. Common device name updated. D2b. Procode updated. D4. Catalog, lot, serial, expiration and primary UDI number updated. D7a. Is this a single-use device? Updated.